Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due sui and rectocele. It was reported that patient underwent cystoscopy, hydrodistention, urethral dilation and bladder instillation on (B)(6) 2014 due to urinary incontinence and ureteral stenosis. It was reported that patient underwent laparotomy with retropubic mesh excision, urethrolysis and cystoscopy on (B)(6) 2013 due to malfunctioning genitourinary device and pelvic pain. It was reported that patient underwent excision of mesh on (B)(6) 2009 due to eroded mesh. (B)(4).